Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Fragments of tampon still inside foreign body in reproductive tract. Fragments of tampon device breakage. Went to remove it fragments still inside complication of device removal. Case narrative: consumer reported via phone that she went to remove tampon and may have some fragments still inside. No serious injury reported.